Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Boston scientific technical services (ts) was consulted to review the data and found the noise consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts suggested obtaining an x-ray and further evaluation. The patient was brought in for further evaluation and the noise was unable to be reproduced. An x-ray was performed which showed the tip of the electrode had pulled back and was pointing over towards the left axilla. It was unsure when this occurred. Subsequently the patient was admitted to hospital and therapy was programmed off. A revision procedure would be scheduled. At this time no procedure has occurred according to the field representative. The electrode remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Boston scientific technical services (ts) was consulted to review the data and found the noise consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts suggested obtaining an x-ray and further evaluation. The patient was brought in for further evaluation and the noise was unable to be reproduced. An x-ray was performed which showed the tip of the electrode had pulled back and was pointing over towards the left axilla. It was unsure when this occurred. Subsequently the patient was admitted to hospital and therapy was programmed off. A revision procedure would be scheduled. At this time no procedure has occurred according to the field representative. The electrode remains in service and no adverse patient effects were reported.additional information was received that a procedure occurred. Upon pocketing opening it was determined the electrode had been sutured under the ribcage to allow for sternotomy during CABG procedure several years earlier. The electrode was unable to be extracted. A new electrode was successfully implanted and connected to the existing sicd. This electrode will not be returned as it remains in the patient.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.